Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation was abraded from 6.7 cm to 7 cm from the connector pin. Abrasions are consistent with friction with another implantable device. The device can and proximal coil were in contact which resulted in the reported noise.

Event description:
It was reported that the lead exhibited multiple noise episodes. An insulation anomaly was noted on the lead when it was explanted.